Manufacturer narrative:
(B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) which stated that the pt came to the emergency room (ER) with low battery alarms. Interrogation of the pump telemetry data showed that the pt had low voltage alarms, followed by power cable disconnect and pump off, with the pump restarting shortly thereafter. The pt stated that she did not remember what happened that day. No actions were reported for this event.